Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon investigation the trunk cable had multiple cuts along the cable, exposing the wires within the cable. The root cause of the cuts in the trunk cable cannot be positively identified but is likely excessive force. No adverse event resulted from the defective trunk cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a svc code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.